Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an unexpected g5 mobile application shut-off occurred. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of an unexpected g5 mobile application shut-off. The root cause was determined to be patient misuse. Labeling indicates that automatic updates of the g5 mobile app or your device operating system can change settings or shutdown the app. Always update manually and verify correct device settings afterward.